Event description:
Physician reported a left side deflation. The device was replaced.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "left side deflation."

Event description:
Physician reported a left side deflation. The device was replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on anterior, crease fold and wear abrasion. Leak test and microscopic analysis was performed which identified: striated opening on anterior, opening crease sharp on posterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening. A striated opening on anterior assessed as surgical damage.